Event description:
A surgeon reported a pt that was overcorrected following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 02/18/2009, 03/03/2009, 03/04/2009, and 03/06/2009 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 02/12/2009. This report was mailed to FDA on 03/13/2009.